Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the ipg was unable to communicate with external devices and the ipg was inoperable. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg to address the issue.